Event description:
It was reported that the device was removed due to a hardware reset. It was noted that the patient was in a course of radiation treatment when the reset occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.